Manufacturer narrative:
No pt info is available.

Event description:
The hospital reported that the oxygenator/nitrous oxide proportioner was not functioning as expected. It was noted that oxygen could not be increased above 50 ml. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.